Event description:
Rptr has had a total of 3 surgeries including initial implant surgery. The implants were originally placed for cosmetic reasons following fibrocystic breast disease. The rptr has had a medical professional confirm the presence of silicone gel outside the breast scar tissue capsule in her uterus, brain, and spinal fluid. The rptr has been diagnosed with the following after implantation: chronic infections, low blood pressure, peripheral neuropathy, brain lesions, anxiety &/or depression, lack of concentration, short-term memory loss, procrastination, getting lost or confused, balance disturbances/vertigo/dizziness, atypical m-s, organic brain syndrome, pain &/or burning sensation of chest/rib cage inflammation, elevated cholesterol or triglycerides, rapid deterioration of eyes, thyroid problems, chronic swelling of hands &/or feet, chronic pain & discoloration (red or blue) of hands/feet, chronic diarrhea &/or constipation, esophagitis, duodenitis &/or gastritis, 2 esophageal dilations, reflux, bowel spasms, hysterectomy, a typical chest pain/irregular heartbeats. Hypersensitivity or allergies to: chemicals, molds, dust or pollen, connective tissue disease, arthralgia, rheumatoid arthritis, persistent joint stiffness, chronic swollen lymph nodes / lymphadenopathy under arms, muscle pain & burning, fibromyalgia, myositis or polymyositis, unexplained rashes, sun sensitivity, chronic insomnia, vasculitis, chronic fatigue syndrome, and granulomas or siliconomas.